Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses and experienced a deflation on the right side and bilateral capsular contracture, baker grade unknown post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.. This report is for the left side device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: